Manufacturer narrative:
Investigation summary: photo and physical sample from client is received for an evaluation of the foreign matter. It is sent to the quality control laboratory for an evaluation of loose particles in the path of fluids and particles embedded in the components where a transparent plastic particle is observed in the fluid route. A DHR review shows the lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. Investigation conclusion: based on the result, the sample is sent to the laboratory to evaluate by means of spectrophotometry (ir) the particle considering the materials involved in the manufacture of the syringe. Taking into account the comparison of the ir spectrum of the contaminant particle in the plastic syringe with the ir spectra of the materials involved in the manufacture of the syringe, it is concluded that the particle does not come from any of the manufacturing materials. Root cause description: defect could not be confirmed, therefore there are no root cause or corrective actions. Additionally the syringe was opened so its manipulation is unknown. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd plastipak¿ syringe had black foreign matter inside.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ syringe had black foreign matter inside.